Manufacturer narrative:
(B)(4).

Event description:
It was reported when the clinician was removing the placement wire from the catheter, the tip of the wire unraveled. She had removed the wire by pulling it back through the septum rather than removing the entire sidearm assembly and wire together. The catheter was placed successfully. The patient was taken to x-ray to confirm no wire fragments broke off. There was a delay in treatment with no patient harm and no patient death or complications reported. It was noted the sales rep provided the clinician with the IFU showing detailed instructions for proper removal of the wire.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a stylet that was unraveled at 95 cm from the hub and kinked at 2, 7, 38 and 40 cm from the hub. The customer also provided three photographs depicting the damage. Microscopic examination revealed that the core wire was broken adjacent to the distal weld. No pieces of wire appeared to be missing. A device history record review was performed for the catheter and stylet with no relevant findings. The provided instructions warn the user to remove the placement wire and luer lock sidearm assembly as a unit since failure to do so may result in wire breakage. The user reported that she had removed the wire by pulling it back through the septum rather than removing the entire sidearm assembly and wire together. Therefore, use error caused or contributed to this event. The sales rep provided the clinician with the IFU showing detailed instructions for proper removal of the wire. No further action will be taken.